Manufacturer narrative:
Device passed the displacement test. Device failed the self test due to partial display caused by moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had missing segments during the self-test. Customer¿s blood glucose level was 170 mg/dl. Customer's mother stated that the insulin pump passed the self-test. Customer stated that the missing segments were on the top of the status bar. The device will be returned for analysis.